Event description:
Rptr had implants implanted on 4/10/84. Problems noted: painful implants with breast tenderness, migraines, arthritis with symptoms, joint swelling, pain and stiffness in hands and fingers. Muscle fatigue, rashes around breasts, fatigue, general aching and stiffness, swollen glands in throat, coldness and pain in extremities, weight loss, malposition of implants, visible implant wrinkles, implant migration, noises in implants, pain in wearing bras, breast scars and blood in urine. (Same rptr referred to in 1000201.)